Manufacturer narrative:
H3, h6: it was reported that, after a r3-total hip arthroplasty was performed, the patient bent forward and experienced dislocation of their hip, they had to attend the emergency room and were treated via a manual reduction. Patient was discharged in stable condition. Further complications related to this event were not reported. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head. This will continue to be monitored via routine trending; however it should be noted that this device is no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. There is a definitive clinical route cause. Per the ed notes patient dislocated while working with an elevated step and bending forward. No further patient impact is anticipated. Patient had a closed reduction and later a revision. Based on the information provided, the root cause of the event can be attributed to the user of the device while performing unrecommended tasks for an implanted hip patient. Specific factors known to contribute to the alleged fault are muscle and fibrous tissue laxity and malpositioning of the implants leading to postoperative joint instability. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a r3-tha was performed on (B)(6) 2010, the patient bent forward and experienced dislocation of their hip, they had to attend the emergency room on (B)(6) 2023, and were treated via a manuel reduction. Patient was discharged in stable condition. Further complications related to this event were not reported.